Event description:
It was reported that the insulin pump has cracks near the battery compartment. No additional information was provided.

Manufacturer narrative:
Scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)